Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance of greater than 3000 ohms. The local area (B)(6) field representative instructed the health care professional (hcp) to perform a continuous impedance measurement during pocket manipulation and several arm movements and to also check if there were any artifacts present on the electrogram (egm) during that time. An impedance jump to greater than 3000 ohms followed by a return to base was seen. Beginning of lead failure or possible fretting were suspected. Of note, the patient's rv lead is an unknown medtronic quatro sprint lead. Technical services (ts) was contacted for further review and recommendations. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).